Manufacturer narrative:
Approximate age of device: less than one year.

Event description:
On (B)(6) 2013 tosoh bioscience was notified that a corrected report had been issued for one patient psa result. The patient specimen was tested on (B)(6) 2013 and the psa result was 3.51 ng/ml. The physician reported that the psa result did not correlate with the patient's clinical report. The patient was redrawn on (B)(6) 2013 and the psa result was less than 0.05 ng/ml. The original (B)(6) 2013 specimen was retested and the psa result was less than 0.05 ng/ml. A tosoh field service engineer serviced the analyzer on (B)(6) 2013 but could not duplicate the problem. Root cause: unable to determine since problem could not be duplicated. Root cause may have been operator error.